Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. There was no image on the monitor and a b30 (scope communication) error was displayed. No image was due to the charge coupled device being damaged. In addition, the bending section cover was leaking. The plastic distal end cover was cracked. The bending section cover had a cut. The bending section cover glue was cracked. The insertion tube had a deep dent and failed ring gauge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, during preparation for use, the evis exera iii bronchovideoscope displayed a b30 (scope communication) error. The procedure duration was 30 minutes and was not prolonged. The diagnostic bronchoscopy was completed by using a replacement device. There was no report of medical intervention or patient harm associated with this event. Related patient identifier; (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause could not be determined. It is likely water invaded the device due to a leak in the bending section cover while the user was handling the scope, which led to an abnormality in the electrical components, and resulted in the reported event. It is also likely physical stress was applied to the insertion section during user handling, which caused the charged-couple device (ccd) unit to become damaged. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.